Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, lot#, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. On august 29, 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. There was no particular damage to the device. Cutter: 1310049, item number: 00-7703-015-00 was used in the reported event. The dermacarrier used was the item#: 00-7716-000-10. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), a 2:1 ratio cutter, serial number: (B)(4) for evaluation. The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) six times as documented in the repair reports in livelink. The last repair was april 9, 2018 where it was reported that the device had loose pins and the worn bushings, worn side plates, damaged comb, ball detents, and shoulder bolt were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number: (B)(6) ten times as documented in the repair reports in livelink. The last repair was april 9, 2018 where it was returned with the mesher with serial number: (B)(6). The cutter produced a passing sample mesh. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number: (B)(6) six times as documented in the repair reports in livelink. The last repair was april 9, 2018 where it was returned with the mesher with serial number: (B)(6). The cutter failed to produce a passing mesh. Product review of the skin graft mesher on september 7, 2018 revealed that the comb and roller gear were damaged on the device. The pre-tests could not be performed due to the damaged components. The 1.5:1 ratio cutter, serial number: (B)(6) produced a passing sample mesh. The 2:1 ratio cutter, serial number: (B)(6) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2018 which included replacement of the damaged comb and gears. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since during product review the 1.5:1 cutter which was used during the reported event produced a passing mesh. The root cause of the device producing an incomplete mesh could not be determined with the provided information since during product review the 1.5:1 cutter, which was used during the producted event, procuded a passing sample mesh. The investigation was based on t.